Manufacturer narrative:
The manufacturer previously reported a ventilator had a flow issue and the blower motor was replaced to address the issue. The device was re-calibrated to address the issue.

Event description:
The manufacturer received information alleging a ventilator had a flow issue. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue.